Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed on power up, "key stuck. Release key or remove power. Pump stopped." The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the printed wiring assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.